Event description:
It was reported that the patient received inappropriate therapy due to atrial and ventricular lead issues. Different alerts noted both too high and too low impedance measurements. When the patient fell, he broke two teeth.

Manufacturer narrative:
Na